Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant. According to the operative report, the ascending aorta was opened with a transverse aortotomy. The aortic valve leaflets were excised and the aortic annulus was debrided of calcium with the rongeurs. All sutures were placed as horizontal mattress sutures. These sutures were brought through the sewing ring of a properly prepared 23 mm magna pericardial aortic valve prosthesis. The valve seated well in the annulus and all sutures were tied down securely. The aortotomy was closed. The patient was weaned from cardiopulmonary bypass without difficulty maintaining a pressure of 120/80 and cardiac output of six liters per minute. Transesophageal echocardiography revealed a small to moderate perivalvular leak with normal left ventricular function. Cardiopulmonary bypass was resumed. The patient was again cooled. There was an area under the left coronary ostium which had been heavily calcified and debrided which was in the area of the perivalvular leak. The valve sutures were removed. The prosthetic valve was removed from the annulus and all sutures and all pledgets were removed. All sutures were placed as horizontal mattress sutures. These sutures were then brought through the sewing ring of a 23 mm edwards perimount bovine pericardial aortic valve prosthesis model #2700. The valve seated well. Furthermore, there have not been any allegations of a product malfunction.